Manufacturer narrative:
Result: fowler brake clutch assembly; head right siderail assembly.

Event description:
It was reported by service report that the fowler would not stay up. It was further reported that the head right siderail would only lock intermittently. No pt involvement or adverse consequences were reported.